Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00665.

Event description:
A pt underwent a surgical procedure of right total knee replacement due to gonarthritis in 2008. On (B)(6) 2011 the pt underwent an unanticipated revision surgery due to aseptic loosening of the prosthesis.